Event description:
An mst sales representative reported that during a demonstration of the mst barrett v2 irrigation/ aspiration tip (21 g, bent, capsule polish tip, and 0.3 mm port) the lens capsule tore during two separate surgeries, both patients required both a capsulotomy and a vitrectomy. Note: two MDR reports are filed for this incident since more than one barrett tip could have been used during the surgeries. This is the second of two reports.